Event description:
Caller reported a malfunction on the pump, specifically a malf 3 error code, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.